Event description:
Consumer had initially reported complaint for meter error message (e-3). Customer stated that she had a follow-up doctor appointment and had brought the true metrix meter as she had obtained the e-3 error message. Customer stated she had tested at the doctor's office and had obtained a result of 131 mg/dl, the same result when she tests at home. When customer had gone into the meter memory to find the results of 131 mg/dl, customer stated the meter displayed 666, 600 and also hi on 04/23 at 2:27 pm. The customer's blood glucose test result range was not provided. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. Per customer, the product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 11/25/2026 and per the customer the open vial date is 2-3 months.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and defect found on returned meter: e-7. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Root cause: rc-001: miscellaneous user induced contamination on the strip connector. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.